Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was alleged that the battery compartment and cap were damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/13/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/26/2015 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked. The returned battery cap was severely damaged on top and had stripped threads. The cap was unable to secure on to the pump and a test cap was used for investigation. Evidence of moisture was observed in the battery compartment and the pump failed a leak test due to the battery compartment crack. The pump was unable to power on. Evidence of moisture was observed on the piezo and printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.